Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "capsular contracture, grade 3". This record is for left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on august 19, 2024, lot number 3677712. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, deformation, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture grade 3". This record is for left side. Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture grade iii". Device has been explanted and replaced.